Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 23, 2021 that a wallflex esophageal fully covered stent was to be implanted to treat an esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. During preparation, the white dilation tip of the delivery system detached outside the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex esophageal fully covered stent was to be implanted to treat an esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure perfomed on (B)(6) 2021. During preparation, the white dilation tip of the delivery system detached outside the patient. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of tip detachment of device or device component. Block h10: a wallflex esophageal fully covered stent was received for analysis; the tip was detached from the delivery system and was not returned. The stent was received fully covered and undeployed. Visual examination found that the sheath was kinked. No other issues were noted to the stent. The reported event of tip detachment of device or device component was confirmed; the tip was detached from the delivery system. It is likely that the handling of the device during unpacking, prepping, and testing limited the performance of the device and contributed to the detached tip and kinked sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.